Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. Analysis inspected the pump and no trace of moisture damage found on the electronic and motor assembly. The insulin pump had cracked case all corners of display window and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button was working intermittently. The customer's blood glucose was 70 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer stated that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.